Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the product was not used on the patient, at the first firing, after connecting the reported cartridge to the handle, when trying to check the opening and closing, the handle was squeezed, but the jaws did not close, so the cartridge was not used. The procedure was completed with another device. There was no patient injury.